Event description:
It is reported that the pt experienced pain. The pt underwent debridement of cement, debridement of synovium and release of the iliotibial band.

Manufacturer narrative:
Eval summary: surgical reports provided were reviewed. The debridement surgical report states that the debridement included two excretions of about 2-3 mm of extruded cement. The last follow up report provided stated that debriding the lateral condylar area and removing the cement extrusion has helped the pt dramatically. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. The statements made in the surgical reports indicate that the debridement surgery was at least partially due to surgical technique, whereby excess bone cement had not been removed in accordance with surgical technique. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.